Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a low pre-implant monitoring battery voltage. A guidant technical services (ts) consultant recommended inductive interrogation, holding the device for 24 hours in room temperature and checking in inductive mode after that period of time has elapsed.